Manufacturer narrative:
This malfunction was first reported to FDA by the customer via medwatch (B)(4). Although the malfunctioning device will not be returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to the FDA via follow-up MDR

Event description:
During a dressing change, the PICC (peripherally inserted central catheter) was noted to be leaking at the hub and catheter connection site.

Manufacturer narrative:
This malfunction was first reported to FDA by the customer via medwatch (B)(4). We contacted the customer and asked for more details about the incident. The customer has informed us that the defective product was disposed of after it failed. Due to the absence of the defective sample and additional details, this complaint cannot be confirmed, and the exact root of the issue cannot be determined. However, the medwatch report indicated that the device was approximately one month old, so we do not believe this defect is related to manufacturing. There are various possible causes that can lead to catheter leakage/tensile fracture: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. Routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. Mechanical damage by a sharp instrument (for example scissors, toothed forceps, or scalpel) during dressing change. Use alcohol-based disinfectant. A review of the batch history records was performed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force and dimensions of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out with no exemptions found. The batches complied with its specifications and were released. Corrective action: as the catheter functioned without leakage for approximately one month before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management.

Event description:
During a dressing change, the PICC (peripherally inserted central catheter) was noted to be leaking at the hub and catheter connection site.